Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/28/2020.

Event description:
The sales representative reported that the touchscreen is unresponsive. The sales representative called in for service repair. The representative reported that the unit was not in use on a patient. The service technician replaced the touchscreen to address the reported problem.

Manufacturer narrative:
G4: 12mar2020. B4: 31mar2021. The user interface was received for evaluation. The customer's complaint was verified. Resistance measurement failed specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.